Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to elevated outputs on the left ventricular (lv). The lead also exhibited loss of capture on all pacing vectors except for one. A chest x-ray was performed and found that the lead had pulled back into the coronary sinus. The lead was turned off and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.